Manufacturer narrative:
D1 (brand name), d4 (catalog, serial) has been updated. D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. Patient device interaction problem/peripheral artery dissection: the cause of the dissection was not determined due to insufficient clinical details.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was placed via the axillary graft site for the 71 year old female patient admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. There were no known cardiac or systemic comorbidities shared. The pump was being placed however the subclavian artery was found to be dissected post the insertion of the 5.5 pump through the introducer. The pump placement was aborted and patient has survived the harm. Vascular injury is a known risk associated with impella support as described in the instructions for use.